Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 'new sensor' message without receiving a prior 'sensor error' message occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated they had not interacted with the display device when the 'new sensor' message occurred. The event occurred early in the morning at 4:00am. The patient¿s husband stated his wife had a seizure, was shouting, and lost her voice. The blood glucose values were 40-45 mg/dl. The husband administered a glucagon injection and by 6:00 am her condition stabilized, and the bg finger stick was 135 mg/dl. The voice loss was temporary, and after the event she felt fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a sensor failure after warmup due to low counts aberration. No additional patient or event information is available.